Manufacturer narrative:
Date of event - aware date of 08jan2023 used as event date is unknown.

Event description:
It was reported via social media that a device failure to seal occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). Approximately one year post implant procedure, the closure device no longer created a complete seal of the laa. The patient experienced splenic thrombi and was prescribed oral anticoagulant medication. No further information on the status of the patient is available.